Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. A battery cap was not returned with the pump. A test cap was able to be secured properly to the pump. No moisture ingress was observed within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and a battery compartment crack. This report is made based on results of the investigation performed on 11/11/2014.